Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the reported complaint of a crack at the distal end of the instrument. The instrument was inspected and no crack was found at the distal end, nor the proximal end. Failure analysis investigation also found the following additional damages to the instrument: one grip was bent, causing side-to-side misalignment of the grips. There was a .056 offset at the tips. The bent grip does not exhibit separation of the yaw pulley and pulley cover at the glue joint, but the likely cause of the bending was overloading at the tip. It was concluded that the damage was likely due to mishandling/misuse. The instrument passed electrical continuity testing. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The distal end of the main tube had various scratch marks exhibiting light material removal. The scratches were not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions with material removed found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that there was a crack at the distal end of da vinci fenestrated bipolar forceps instrument. Upon requesting additional information and/or clarification, the customer could not see if any material/fragment(s) were missing and no further information was provided. It was unknown at what point of a prostatectomy procedure the crack was discovered. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.